Event description:
The insertion of the device took twice as long as it should have and he had to use three coils as one failed before it was in place. The essure device fell out of my fallopian tube and broke into tiny pieces that the doctor said he didn't think he got them all. This caused me great pain.